Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and pain. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Device has been explanted.